Manufacturer narrative:
At this time olympus has received this device back for testing and evaluation, however the investigation results are not yet available. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed scope communication error (b30) message when the power was turned on. The reported issue occurred during preparation of use for a therapeutic laparoscopic procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to an abnormality in the connector board, electrical damage or deterioration over time, or intrusion of water and moisture may have affected the connector board damage. Olympus will continue to monitor field performance for this device.